Manufacturer narrative:
Attempts have been made to obtain the sample and add'l info. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Erysipelas has developed in pt and required antibiotic treatment.